Manufacturer narrative:
The device was not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4)

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed due to malposition of the device. Subsequently the annulus ruptured between the non-coronary cusp (ncc) and the right coronary cusp (rcc). Blood flowed into the atrio-ventricular (av) groove and compressed the right coronary artery (rca) occluding it and causing a myocardial infarction (mi). A surgical aortic valve replacement was performed to repair the annulus and treat the occlusion. The patient was stable and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the post implant the valve on the right coronary cusp (rcc) had not expanded well, therefore a balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. Moderate aortic regurgitation remained, therefore a second bav was performed using a larger, 22 mm balloon. The patient's blood pressure decreased, st segment elevation was reported on the monitor, and a pericardial effusion occurred. A patch and the valve were manually removed from the left ventricular outflow tract, the aortic root was replaced using the porcine stentless valve. Bypass using saphenous vein graft (svg) was performed to dissociate the the right coronary artery (rca) ostium. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that moderate to severe paravalvular leak (pvl) was noted following the transcatheter valve implant. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.